Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to issue ciprofloxacin 500 mg, as drawer 7 was found open with a montelukast 10 mg cubie ejected in position 6. The screen displayed an "error ejecting cubie" message, and the user was unable to proceed or cancel the transaction. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the restock cubie screen prompting insertion of a cubie with barcode 501cdhd87c. A technical support specialist confirmed with the customer that the barcode on the cubie label matched the information displayed on the screen. The customer was guided to reinsert the cubie into the correct slot, close the drawer, and proceed by clicking the "next" button. The restock transaction was successfully completed and the customer verified that user was able to issue the medication without further issues. The system functioned as intended after the technical support specialist guided the user to resolve the issue.